Event description:
The customer emailed explaining that they could not remove the cup, but after our additional instructions, they chose to seek assistance from a medical provider to help remove their menstrual cup. The customer stated that their doctor told them that her vagina was narrower than usual, which caused the problems. The customer was asked additional details on the use of the device, and if they had read and understood the instructions. The customer never replied.